Manufacturer narrative:
This report is submitted on september 21, 2022.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2022. The patient's head was wrapped as recommended by cochlear. Surgery to reposition the magnet was completed on (B)(6) 2022 under general anesthesia. The implanted device remains.